Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds) which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium; however, while translating the handle, the clip would move posterior. The plus knob of the steerable guiding catheter (sgc) was applied, but this did not correct the movement. It was not possible to get into a grasping position. The decision was made to remove the cds, and replace the device. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficult to position in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, curves on the device etc.) Which resulted in increased tension on the device and therefore contributed to the delivery catheter (dc) shaft positioning issue; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.